Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing impedance measurements and no pacing when required due to a fracture. The lead was surgically abandoned and a new rv lead implanted without issue. There were no additional adverse patient effects reported.

Event description:
Additional information was received indicating a fracture located in the clavicle area was confirmed by an x-ray.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--